Manufacturer narrative:
Based on the information provided, isi has not determined the root cause of the post- surgical complications experienced by the patient. Isi contacted the reporter and obtained the following information on (B)(4) 2014: the reporter does not know whether the da vinci system or instruments were inspected prior to use. The patient's bowel obstruction was repaired by revised jejunostomy on an unspecified date. The patient was discharged from the hospital on (B)(6) 2012 and has not returned back to the hospital due to post-operative complications. According to the reporter, the patient tolerated the da vinci procedure well. Per the reporter, the surgeon believes that the cause of the injury may have been due to kinking of the bowel. No further clinical information was provided. There was no report that a malfunctioned occured during the da vinci procedure. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2012 and no system malfunction was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci procedure, the patient developed a small bowl obstruction.

Event description:
On (B)(4) 2014, intuitive surgical inc.(isi) received uf/importer report (B)(4) with the following event description: unknown if related to surgery. Small bowel obstruction status post gastric bypass.